Event description:
Patient was revised to address dislocation.

Manufacturer narrative:
(B)(4). Should additional information become available, a follow-up report will be submitted.

Event description:
The customer contacted baxter's technical service center regarding a system error 2240 alarm, which occurred on the homechoice (hc) during drain. The home patient (hp) stated she disconnected during dwell. The hp was connected at the time of the alarm. The baxter technical service representative (tsr) explained the hc might have advanced to the drain cycle while she was reconnecting to the machine. The hp completed therapy using new supplies. Proper procedures per the user manual were reviewed with the hp. No patient injury or medical intervention was reported at the time of the initial call.

Manufacturer narrative:
(B)(4). A batch review was not performed as the lot number was unknown. A labeling review was performed and found to be adequate. The home patient disconnected from the set and reconnected. Proper procedures per the user manual were reviewed with the customer at the time of the initial call. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).